Manufacturer narrative:
(B)(4). Concomitant medical product: 141263 biomet por pri tib tray 71mm - 021030. Unknown femoral component. Unknown articular surface. 184764 series a pat std 31 3 peg - 127140. Report source: foreign country: france. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00849. 0001825034-2023-00850.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, the patient presented with chronic pain the following year and had an allergy test performed which tested positive for metal. The patient was then revised approximately one year later and was revised to an anti-allergic prosthesis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 h6 : mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. As it is unknown what metal has caused the positive test result, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.